Event description:
It was reported that during a secondary infusion of potassium 20 meq programmed utilizing the guardrails to infuse at a rate of 131ml/hr. With a vtbi of 262ml; the rn noted that the drip chamber was filling up fast as if the IV was free flowing and was not on the pump module. The rn notified the medication safety pharmacist, who also witnessed the free flow of the IV fluid. The primary bag was hung below the secondary infusion. There were three modules attached and infusing. To the left of the pcu parenteral nutrition was infusing. To the right of the pcu an IV main fluid was infusing and to the far right of the pcu kcl was infusing. The rn replaced all the devices. There was no patient impact.

Manufacturer narrative:
Correction: the suspect device is now a disposable product and requires a new manufacturer report number. Please reference manufacturer report number 9616066-2020-00641 for MDR reporting.

Manufacturer narrative:
Concomitant medical devices: curos cap. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that during a secondary infusion of potassium 20 meq programmed to infuse at a rate of 131 ml/hr. With a vtbi of 262 ml; the rn noted that the drip chamber was filling up fast as if the IV was free flowing and was not on the pump module. The rn notified the medication safety pharmacist, who also witnessed the free flow of the IV fluid. The rn programmed the potassium utilizing the guardrails. The primary bag was hung below the secondary infusion. The rn replaced all the devices. There was no patient impact.